Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with premicron suture. The client reported that this thread is regularly used in the theater by gynecologists during promontofixation, to fix the prosthesis on the soft tissues (vagina, muscle). After passing through the trocar and through the tissues, the thread unravels. This event was observed on several interventions of this type, without it being possible to reconcile the incriminated lot numbers because they had not been previously declared. The trocars used are trocars from applied, 5mm, regardless of the type of trocar used (according to the surgeon who made the declaration). Additional information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 33 closed samples and 1 open and used sample with the thread broken. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 4.09 kgf in average and 3.73 kgf in minimum (ep requirements: 2.24 kgf in average and 1.33 kgf in minimum) these values are the usual ones for this thread and size. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance of the thread before and after sewing test is the usual one. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Based on the test results of the closed samples received from the customer and the review of the batch manufacturing record, the product complies with our specifications, so we do not see any manufacturing faults or material defects that could have caused the incidence. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.